Event description:
It was reported that while performing an atrial fibrillation (afib) procedure, a pericardial effusion was noted as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and the patient is in stable condition. Upon request, additional information was received on the event by the bwi field representative. The event occurred during the mapping phase. There were no other factors that might have contributed to the perforation/tamponade. The user did not experience any difficulty manipulating the catheter nor any abnormal signals were noted. The patient received 26 ablations before the event. The rf generator was set to "power-control" mode at 30. The temperature cut-off setting was set to 40 and the flow setting was set to 15. The agilis sheath was used. The act was at >350 during the procedure. The patient's updated health status is stable.

Manufacturer narrative:
Concomitant products: carto 3 system: model #: m-4800-01, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial # (B)(4). Coolflow pump: model #: m-5491-02, serial #: (B)(4). Lasso nav variable eco split: model #: d-1343-02-s, lot #: 15603357l, (product to be returned). Soundstar 3d: (B)(4) - OEM lot #: OEM_m-5723-05, OEM/dist lot #: 10846835000139, (product to be returned). Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that while performing an atrial fibrillation (afib) procedure, a pericardial effusion was noted as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and the patient is in stable condition. The event occurred during the mapping phase. The user did not experience any difficulty manipulating the catheter nor any abnormal signals were noted. The patient received 26 ablations before the event. The rf generator was set to 'power-control' mode at 30. The temperature cut-off setting was set to 40 and the flow setting was set to 15. The agilis sheath was used. The act was at >350 during the procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A cool flow pump test was performed as well and the catheter passed specifications. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.